Event description:
Paramedics used the device to monitor a pt using the disposable defibrillation/pacing/ECG electrodes. The monitor allegedly displayed what was described as an svt rhythm which was not consistent with the pt's condition. A pt cable was attached to the pt and ventricular fibrillation was diagnosed. Therapy was administered to the pt and the pt was resuscitated. There were no adverse effects to the pt reported as a result of the alleged malfunction.